Event description:
Additional information was received from a consumer. It was reported that the patient had called and left messages and went over to their managing physician. The patient could not remember when they first started experiencing the burning and shocking pain. It was reported what led to the burning and shocking pain included: if fibromyalgia was acting up, or r/a acting up, or if the patient picked up something heavy like their (B)(6) daughter. No steps were taken to resolve the burning and shocking pain, and it had not been resolved. The patient would be seeing someone. The patient felt it pop if they bent over to pick up stuff off the floor, could not sit on the floor, burns and stabs when they get up, and could not pick up heavy stuff, burns for days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastro intestinal/pelvic floor. It was reported that the patient sometimes felt like the device was burning them and sometimes it had like shock pain coming from it. The patient reported that sometimes they almost go to their knees. The patient reported that the pain in that area hurts suddenly and then is gone.